Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Shredded up- tampons [device breakage] the applicator is all bent up as well [device physical property issue] case narrative: reporter stated that his wife and daughter noticed the boxes of tampons were shredded before use. No injury was reported.

Event description:
Shredded up- tampons [device breakage] the applicator is all bent up as well [device physical property issue] . Case narrative: reporter stated that his wife and daughter noticed the boxes of tampons were shredded before use. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.